Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that he did revision surgery of an anchorage plate and that 2 screws were broken and 1 screw went through the screwhole in the plate.

Manufacturer narrative:
The reported incident that locking screw anchorage ø3.5mm / l24mm was alleged of issue (B)(4) (poor fixation) could be confirmed. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or non-locking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm non-locking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non-locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported that he did revision surgery of an anchorage plate and that 2 screws were broken and 1 screw went through the screwhole in the plate.